Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a re-operation on march 19, 1999 and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.